Manufacturer narrative:
(B)(4). A patient services representative documented the reported observations. The patient is being referred to another clinic for further evaluation. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was shocked two times and was admitted to the hospital following the second shock. Device interrogation confirmed the shocks were appropriate and the second shock converted the patient's ventricular tachycardia (vt). The patient also reported that approximately one and a half years ago, he was in complete heart block and his heart stopped for eighteen seconds but he did not pass out. His vt was noted to be at a rate of 190 bpm and he was asymptomatic. No adverse patient effects were reported.